Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00744. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery using ruby coils. During the procedure, the physician successfully deployed and detached a couple of ruby coils into the target vessel using a non-penumbra microcatheter. While attempting to advance two new ruby coils through the microcatheter, the physician experienced resistance and subsequently, the ruby coils would not advance through the hub of the microcatheter. It was reported that both ruby coils unintentionally detached as the physician started pushing them through the hub of the microcatheter. Therefore, the physician pulled the detached coils out from the hub of the microcatheter. The procedure was then completed using a smaller sized ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.